Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient texting them with a warning por and issues with recharging. During the call, representative did receive a text message of an image of a fully charged ins screen. Due to warning por it was recommended for rep to meet with patient and bring recharger to appointment. Rep called back indicating they were with the patient. The patient tried to charge and was seeing a near fully charged ins and was also getting a warning por message. While the rep was with the patient they tried to connect to the ins using their clinician programmer and got the "no response from neurostimulator" message. Antenna screen showed up and rep was not able to communicate using the controller. There was poor communication. Rep was advised to start a prm twice and attempt normal charging sessions after each prm. The recharger was still unable to connect to the ins. Rep will try a full prm with the patient's ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient met with the rep who had "jumpstarted" the ins because it was "discharged". After jumpstarting the ins, the patient was able to charge normally with 8 coupling bars up to 25% charge. On (B)(6) 2019, the rep was notified by the hcp that the patient could not get the ins to charge past 25% even though they had charged for a prolonged time. It was reviewed with the rep to have the patient call patient services so troubleshooting could be performed. The patient contacted patient services on (B)(6) 2019 and explained that since having the ins jumpstarted, they were having a hard time charging their ins past 25% even with 8 coupling bars. They were also seeing the reposition antenna screen on their recharger, but they were able to connect using their programmer. It was noted that the programmer indicated that the ins was at a 25% charge. During the call on (B)(6), the patient tried repositioning the antenna without resolve and reported seeing an informational por screen on both their programmer and recharger. Patient services reviewed how to clear the informational por, and then the patient saw a warning por, so they were redirected to see their doctor. An email request was also sent to repair to request a replacement recharger be sent to the patient. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the ins was just discharged and that patient hadn't charged in one week. After getting the replacement recharger the patient still had difficulty getting the ins charged up all the way. It was decided that the device would be replaced. No further complications reported/anticipated.